Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
It was reported that during the getinge field service engineer's (gfse) inspection, the cardiosave intra-aortic balloon pump (iabp) unit's ap connector connection (arterial pressure) was discovered to be damaged.

Manufacturer narrative:
Due to character restrictions in block e1 event site name : (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h10, h11. Corrected field: b5, event site telephone:(B)(6). Additional information: event site postal code: (B)(4). A getinge field service engineer (fse) evaluated the unit and resolved the issue by replacing front end board. Fse then tested the safety and functionality as per factory specifications and iabp was then returned to customer for clinical use.the defective components were received for further investigation. The failure analysis and testing department received the front-end board with a reported unit failure of damaged arterial pressure connector. The failure analysis and testing dept. Performed a visual inspection of the part received and found that the connector has a bent metal plate. The failure analysis and testing department installed front-end board in the cardiosave test fixture and tested to factory specifications per procedure 0002-07-d016 and cardiosave service manual number 0070-00-0639 revision r. The failure analysis and testing dept. Are unable to insert the bp cable connector to the bp input connector of the front-end board. The failure analysis and testing department verified the failure of front-end board. The board is defective. Retaining the board in the failure analysis dept. Per procedure 0002-07-008 rev aq. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Event description:
It was reported that during the getinge field service engineer's (gfse) inspection, the cardiosave intra-aortic balloon pump (iabp) unit's ap connector connection (arterial pressure) was discovered to be damaged. No patient was involved.